Manufacturer narrative:
Concomitant medical product: 693558 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture was noted on the right atrial (ra) lead. The lead was explanted. No patient complications have been reported as a result of this event.